Event description:
It was reported that a buretrol solution set leaked. This occurred during infusion of mycophenolate mofetil. The device was primed and connected to a hickman line. Blood began to flow back into the device tubing. Blood and solution both leaked at the distal luer connection. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the actual sample was not available for evaluation; however a retained sample from the same lot was evaluated. A visual inspection and gravity leak testing were performed. No malfunctions or abnormalities were identified during product evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.